Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as open and oozing sores about finger-length under the breast, as well as a blister under the te pads and electrodes. The patient¿s physician advised to temporarily remove the device to allow the area to heal. Follow up indicated that the skin irritation improved.